Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure after the outer catheter was slit, the left ventricle lead exhibited loss of capture and high impedance. The lead was not used and a new lead was implanted.